Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.228 miu/ml and was reported outside of the laboratory. The doctor called and said that the result was not possible because the patient was pregnant. The sample was then repeated where it resulted as 10000 miu/ml accompanied by a data flag. The sample was then repeated a second time where it resulted as 10000 miu/ml accompanied by a data flag. The sample was then diluted x100 and repeated a third time, resulting as 41940 miu/ml accompanied by a data flag. The customer considered the repeat result to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16250103 with an expiration date of (B)(6) 2012. The field service representative stated that when he observed the customer running samples on the instrument, he noticed that some of the tubes were off center and leaning to one side. The customer stated that during the incident, the fluid level was very low in the tube and it was a 13x100mm tube. It was suggested to the customer to start using sample inserts for all tests that use the 13x100mm tubes. The field service representative then verified that the sample probe was centered over the top of the tubes and that tubes were no longer leaning over.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control recovery were within specification. No reagent issue is apparent. An instrument related issue was also excluded. Based upon information provided, the most likely reasons for the false low result was that the customer did not use the recommended rack adapter for their sample tubes or the sample volume may have been too low. The patient was not adversely affected by the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.